Manufacturer narrative:
It was discovered that the contact pins were burnt.

Event description:
The tps universal driver was sent for eval because it was running on its own without activation during a procedure. The procedure was completed with readily available alternate device. No adverse event was associated with the device. No adverse event was associated with the device.